Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 510 mg/dl. The customer declined troubleshooting for high blood glucose. Customer's other blood glucose was 300 mg/dl to 400 mg/dl. Customer stated that insulin pump had motor error and acting crazy. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to complete insulin pump rewind. Drive support cap was normal. The insulin pump will be returned for analysis.